Event description:
It was reported that the pt developed a fluid collection of 30 ccs in the back in 2007, approximately one month after the implantation procedure. A contrast study was initially attempted but was not successful. The physician stated that the fluid collection may be "from excessive puncture of the dura mater during the implantation procedure", "excision and sealing" were performed in the same month. No other issues were found with either the pump or catheter based on results of rotor and contrast studies performed the following day. Cultures of the fluid were taken; results were not reported. The pt was treated with cefamezin alpha 2g/day via IV drip for nine days in 2007, it was later reported that issue was resolved four months later. The pump contained gabalon at the time of the event. No changes in drug dose were done as a result of the event. Concomitant medications at the time of the event were cortril, selenica-r, and cercine.

Manufacturer narrative:
.